Manufacturer narrative:
The devices were described with karl storz brand name but without model number and there is no contact information for us to follow up with the customer. We suspect they were our light cable item 495udl (bifurcated fiber optic, cable) connected to the ureteral probe 496u (ureter probe illuminated) and to the integra luxtec portable light source. We suspect the light cable and probe connector was in contact with the patient's thigh and resulted in the burn, we therefore file this event on the light cable. Our IFU 97000213 v3.0 (11-2017) warns the user not to rest the light cable on the patient for risk of injury.

Event description:
We received medwatch report mw5092762, it stated a patient sustained a burn on the left thigh after ureteral lighted stents connected to a portable light box were taped to the thigh.